Manufacturer narrative:
(B)(4). B3: event date: dec 2024. D10: cat: 110031016, lot: 64844498 bearing. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven months post-implantation, the patient experienced an onset of groin pain that progressively worsened. Diagnostic testing found bony remodeling around the femoral component and cystic-appearing lucency around the acetabular component. No indication of surgical intervention at this time. Attempts have been made and no further information has been provided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.